Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
This is a report of peritonitis in a patient coincident with dianeal therapies for continuous ambulatory peritoneal dialysis (capd). Dianeal therapies were ongoing. The patient was diagnosed with and hospitalized for peritonitis manifested by cloudy effluent and abdominal pain. Treatment was not reported. The cause of peritonitis was not reported. The patient was recovering from this peritonitis event.

Manufacturer narrative:
(B)(4). The patient recovered and was discharged after 14 days of peritonitis treatment.